Event description:
The customer reported there was no voltage through the power cord. The customer reported they checked continuity on both sides of the cord and the hot side is not getting it. The customer reported the backup battery that was in use with the ventilator was depleted. The customer replaced the power cord to complete the repair. The customer was requested to return the reported failed power cord for failure analysis.

Manufacturer narrative:
Power cord. Device out of warranty; customer services the device. Power cord requested from customer. Out of warranty; cust does own service.